Event description:
A pt supported with biventricular assist devices (lvad and rvad) required rvad replacement due to a small leak in the vad blood sac. There was no adverse effect on the pt, who subsequently received a cardiac transplant.